Event description:
It was reported that (1) tl30 was used during an unknown procedure. It was reported by the affiliate that staples were missing on one third of the staple line. Opened another instrument to complete the case. No adverse pt outcome.